Event description:
The unit was used the first time on the event date, on the pt. The staff claims that the unit allegedly "took a huge chunk out of the pt". Inquiries were made as to the technique used to operate the unit, and the staff assured that the surgeon used the unit in the appropriate manner.

Manufacturer narrative:
Device was found to be within calibration at all settings. Followed up with hosp to get add'l details on event.